Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to loss of capture and it caused phrenic nerve stimulation. New lead was implanted and remains in service. No additional adverse patient effects.